Event description:
20 years ago, bilateral augmentation. Now c/o depression, joint and muscle pain, breast pain. Severe capsular contracture. Moderately difficult to remove. No evidence of implant rupture.